Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), tooth fracture ("teeth are cracking, had half one fall out."), hyperaesthesia teeth ("my teeth are sensitive"), gingival bleeding ("my gums bleed") and abdominal pain ("cramps") and underwent tooth extraction ("3 teeth pulled"). The patient was treated with surgery (ablation). At the time of the report, the genital haemorrhage, tooth fracture, tooth extraction, hyperaesthesia teeth, gingival bleeding and abdominal pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, gingival bleeding, hyperaesthesia teeth, tooth extraction and tooth fracture to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Case was upgraded to serious incident. New event added: bleeding, cramps. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.